Event description:
Laserscope, while being utilized in surgery, broke directly post connection plug. The laser sparked and started a small fire to a staff nurse's scrubs. The fire was put out prior to any injury to the nurse. The surgeon had completed his case and no adverse effects were noted to the pt. The machine was serviced following the incident and the main machine was verified as working correctly.